Event description:
In 2009, patient implant of a 25-16-120bl bifurcated device and a 28-28-75l proximal cuff. A slight proximal type I endoleak was noted at the end of the procedure, however, the physician thought it might resolve on its own after reverse heparin. The endoleak persisted; two months later, the endoleak was resolved using a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.